Manufacturer narrative:
(B)(4). Additional information received: what type of procedure was the device used in? Unknown. Did the surgeon have difficulty removing the device from the patient prior to the anvil coming off the device? Yes, the surgeon did some semicircular movements and he had to force to remove the device. If yes, please describe. Was the surgeon able to successfully remove the anvil from the patient? Yes. If no, please explain. Will the anvil be returned with the device? Yes. If no, was the anvil discarded?

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? Did the surgeon have difficulty removing the device from the patient prior to the anvil coming off the device? If yes, please describe. Was the surgeon able to successfully remove the anvil from the patient? If no, please explain. Will the anvil be returned with the device? If no, was the anvil discarded?

Event description:
It was reported that during an unknown procedure, the device was assembled and worked properly but when removing the device from the patient, whereas the device was unscrewed of only one turn, the anvil stayed in the patient. The surgeon had some difficulties to retrieve it. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m52e9e. Expiration date: 01/05/2020. Manufacture date: 02/05/2015. The analysis results found that the cdh29a device arrived in good visual condition. The casing half breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. The anvil was attached on the device completely and without any difficulties and did not detach during functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.